Event description:
Heart lung machine lost electrical power during cardiopulmonary bypass. Concurrently smoke was observed coming out of the machine's electrical panel and a burning smell was noted. Battery power was established without loss in arterial pump blood flow. Electrical cord was disconnected from it's source and smoke/smell dispersed. Procedure was completed under battery power. Patient experienced no adverse sequalae related to this event. Photos available.